Manufacturer narrative:
Result: the pet lock was intact. The pusher assembly was kinked approximately 5.0, 54.0, and 94.0 cm from the proximal end. The coil was intact with the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the pusher wire was kinked and was not used. Evaluation of the returned device confirmed the pusher assembly was kinked. This type of damage typically occurs due to improper handling during removal from packaging. If the pusher assembly is manipulated forcefully at an angle during removal from the packaging hoop, damage such as this may occur. Ruby coils are 100% visually inspected and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. Upon removal from the packaging, the pusherwire of a ruby coil became kinked and was not used. The procedure continued using a new ruby coil.